Event description:
It was reported that review of the electrograms showed noise. The noise was reproducible with isometrics testing. Oversensing with inappropriate mode switch occurred. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.